Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient the cs100 intra-aortic balloon pump (ibap) alarmed "rapid gas leakage". The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that during use on a patient the cs100 intra-aortic balloon pump (ibap) alarmed "rapid gas leakage". The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and performed safety disk leak test and k6k7k8 leak test, all the offset was within specification. The iabp was able to pass all the leak tests. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cs100 intra-aortic balloon pump (ibap) alarmed "rapid gas leakage". The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.